Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep checked the movement wiring. The system operates as intended.

Event description:
The customer reported the system displayed a movement error message. No pt injury was reported.